Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high. Moderate paravalvular leak (pvl) and moderate mitral regurgitation were noted. A second transcatheter bioprosthetic valve was successfully implanted, valve-in-valve, resolving the pvl and reducing the mitral regurgitation to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.